Event description:
During an acl (anterior cruciate ligament) repair procedure using a 72202468 fast-fix 360 curved ndl delivery sys, it was reported that the second implant (t2) did not deploy. The surgeon removed the anchors and suture. A back up device was available to complete the procedure. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one fast-fix 360 curved ndl delivery sys was returned for evaluation. The device was received without the depth straw. T1 is loose from the needle, and t2 is still located on the needle. The device is in good condition and the actuator is located in the pre-t2 deployment position. The device was functionally tested and t2 was successfully deployed. The reported incident of ¿not deploying¿ was not able to be replicated. A review of the nonconformance database did not identify any issues with the manufacture of this lot. The failure mode is unconfirmed, and the root cause cannot be determined. (B)(4).